Event description:
It was reported that a small volume folfusor underinfused medication to the patient. After three days of therapy, it was observed that medication remained within the device and had not been delivered to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
Event date - this event occurred on an unspecified date in 2023. Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufactured between january 03, 2023 to january 04, 2023. H10: the device was received for evaluation containing approximately 44 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.